Event description:
Tps attachment was placed into the tps drill without difficulty. In less than one minute the attachment heated up and caused a small burn to the tip of the user's finger. The attachment was replaced and procedure completed without difficulty.